Manufacturer narrative:
Conclusion: patient had no hearing sensations with the device after a trauma occurred. In-situ measurements showed all electrode channels with status hi impedance. Re-implantation was carried out on (B)(6) 2016. This is a final report.

Event description:
Patient had no hearing sensations with the device after a trauma occurred. Re-implantation was carried out on (B)(6) 2016.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had no hearing sensations with the device after a trauma has happened. Re-implantation was done on (B)(6) 2016.